Event description:
It was reported that this implantable cardioverter defibrillator (ICD) undersensed ventricular sense (vs) that fell into cross chamber blanking after an atrial pace (ap). This resulted in the patient receiving brady pacing when not required. It was noted this has been an on-going issue since 2019. At this time, the device remains in service. No adverse patient effects were reported.